Event description:
Complainant alleged that medics were attempting to resuscitate a pt (age and gender unk) in cardiac arrest and received a "no shock advised" determination for a heart-rhythm that separate paramedic crew responding to the same incident believed required defibrilation. The medics attached the device to the pt using multi-function electrodes and initiated an analysis of the pt's heart-rhythm. The device returned a "shock advised" determination and the medics administered a 120 joule shock to the pt. A follow-up analysis was performed and the device returned a "no shock advised" determination. A paramedic crew also responding to the call arrived on scene and assumed treatment of the pt. They believed that the pt was presenting a 'shockable' heart-rhythm. The paramedics disconnected this device from the pt and attached their device to the pt and continued to provide therapy to the pt. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.